Event description:
When carrying out a first puncture on the lesion, the needle has remained out of the sheath and it has not been possible to be saved again to perform the next one. Product has been removed and disposed of. As per cc form: "they punched with the needle and when they tried to placing in the catheter for the second puncture was not possible." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: complaint device was not returned therefore a document based review will be performed. Engineering input was requested as follows: per our call earlier, can I just confirm that you are in agreement that the failure mode for this fie based on the video received would be a needle break? Engineering input was received as follows: from looking at the video it would appear that needle is broken, lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1887495 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1887495. The notes section of the instructions for use which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. Image review; n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a possible needle break that occurred during handling of the device during sample collection resulting in the difficulty retracting the needle into the sheath. A possible root cause could also be attributed to the endoscope possibly being in a flexed position. This potentially could have caused the needle break resulting in it being unable to retract into the sheath another possible root cause could be attributed to a potentially difficult target site or a hard lesion which could have potentially led to the needle breaking and causing the retraction difficulties experienced. This potentially could have caused the needle to break resulting in it being unable to retract into the sheath. Summary: complaint is confirmed based on customers/ rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 21-nov-2022.